Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. A vessel sealer instrument was placed on an in-house system and driven. Recognition and engagement passed. The instrument moved intuitively but during roll motion, the distal end movement was off. The instrument was found with a dislodged wrist disc at the distal end. No other damage was found. Remotefe had no master supervisory controller (msc) data available but the instrument control box (icb) showed one completed seal during 15 seconds of usage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the erbe generator failed while in use. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.